Manufacturer narrative:
Information not available at this time. Investigation ongoing. The involved device is being returned for evaluation.

Event description:
Report received of a malfunction resulting in a suction oral brush disengagement. Report stated the green foam became loose in the back of the patients mouth. Report stated the piece of green foam was too small to retrieve and was swallowed. Additional information was requested.

Event description:
Report received of a malfunction resulting in a suction oral brush disengagement. Report stated the green foam became loose in the back of a patient's mouth during oral care. Report stated patient was not alert and oriented. Report stated the piece of green foam was too small to retrieve and was swallowed. Report stated this was the initial use of device and no bite block was in use. Report stated no medical intervention was needed and there was no delay in treatment. Involved device has been returned for evaluation. Although requested no additional information was provided.

Manufacturer narrative:
The involved device was returned from the facility for evaluation. Visual inspection of the device showed entire foam was detached from the suction oral brush head. The reporter stated the patient swallowed a small piece of foam, however; the foam was separated into two pieces, a larger and smaller piece that when put together completed the entire foam head. Foam residue remained in place where the foam was missing indicating the presence of glue. A labeling review was performed. The instructions for use state "use a bite block when performing oral care on patients with altered levels of consciousness or those who cannot comprehend commands.". The reporter stated the patient was not alert and oriented and a bite block was not in use, indicating the label instructions were not closely followed. A definitive root cause could not be determined.